Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became inoperable. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reportable aware date and g3 - date received by manufacturer should have been 27aug2025 rather than 28aug2025 in the initial report. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.